Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that prior to use the bd luer-lok¿ syringe sterile, single use, 3 ml had foreign matter in the syringes. The following information was provided by the initial reporter: customer reported there is lubrication in the syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that prior to use the bd luer-lok¿ syringe sterile, single use, 3 ml had foreign matter in the syringes. The following information was provided by the initial reporter: customer reported there is lubrication in the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-07. Investigation summary: four 3ml syringes (p/n 309657) were received and evaluated. Through visual inspection, it was observed that the syringes had excess silicone amount in the fluid path that was causing stringing from the barrel roof area. The condition observed was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1167511 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that prior to use the bd luer-lok¿ syringe sterile, single use, 3 ml had foreign matter in the syringes. The following information was provided by the initial reporter: customer reported there is lubrication in the syringes.